Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to loose / separated needles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose / separated needles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle the cannula broke off or pulled out. The following information was provided by the initial reporter. The customer stated: "when the responsible nurse was preparing to collect venous blood gas analysis, she opened the outer package, and when the needle was about to be punctured, the needle fell directly, and the responsible nurse immediately replaced it and performed the puncture."